Manufacturer narrative:
Sensor (B)(6) has been returned and a follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received a 'lo' (reading <40 mg/dl) glucose reading message with the adc device and the customer did not notice a trend arrow on the device. As a result, the customer reported "no symptoms, but felt anxious," and was unable to provide self-treatment. The customer was advised by their doctor to go to the emergency room (ER). The customer had contact with a healthcare professional (hcp) at the ER who obtained a blood glucose reading of 532.0 mg/dl on an hcp meter and provided unspecified (dose/type) insulin as treatment. There was no report of death or permanent injury associated with this event. A customer reported receiving erroneous glucose results from an abbott diabetes care (adc) device. The customer received an adc device scan result of 40.0 mg/dl compared to a reading of 501.0 mg/dl respectively obtained on an hcp meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received a 'lo' (reading <40 mg/dl) glucose reading message with the adc device and the customer did not notice a trend arrow on the device. As a result, the customer reported "no symptoms, but felt anxious," and was unable to provide self-treatment. The customer was advised by their doctor to go to the emergency room (ER). The customer had contact with a healthcare professional (hcp) at the ER who obtained a blood glucose reading of 532.0 mg/dl on an hcp meter and provided unspecified (dose/type) insulin as treatment. There was no report of death or permanent injury associated with this event. A customer reported receiving erroneous glucose results from an abbott diabetes care (adc) device. The customer received an adc device scan result of 40.0 mg/dl compared to a reading of 501.0 mg/dl respectively obtained on an hcp meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. However, it is unknown when these readings were obtained in relation to the reported medical event.